Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. The bands were not staying on the varices during the procedure. A few were used but they kept popping off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.